Event description:
Pt was undergoing cardiac surgery. After the surgery, second and third degrees burns were noted on legs and feet. Pt was poorly perfused while being warmed. Pt recovered fully with no intervention required.